Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The reported failure of a dirty nozzle and bending section rubber were confirmed. Contamination was not confirmed but there was foreign material on the cover. A root cause could not be identified. Based on the results of the investigation, the definitive root cause of a dirty nozzle, a dirty bending section rubber and foreign material on the cover could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device nozzle was dirty. Also, the bending section rubber (bsr) was dirty and had signs of contamination. The event occurred during servicing/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was sent to a third party for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the definitive root cause of the reported issues could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.